Manufacturer narrative:
The customer has had no further issues since the service visit.

Manufacturer narrative:
During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months. No abnormal trends were identified during a review of the spring holder part.

Manufacturer narrative:
(B)(4).

Event description:
The customer questioned low results from multiple assays and multiple patients on the cobas 6000 c (501) module. The customer provided data for 11 patient samples. Based on the data provided, the results for 1 patient were erroneous and reported outside of the laboratory when tested for lact2 lactate gen.2 (lact2). The initial lact2 result was 0.47 mmol/l. This result was reported outside of the laboratory. The sample was repeated on a different analyzer and the result was 1.3 mmol/l. Upon follow up with the customer, erroneous results were provided for an additional patient sample tested for crej2 creatinine jaffé gen.2 (crej2). Patient 2 initial crej2 result from a urine sample was 4.2 mg/dl. This result was reported outside of the laboratory. The patient was not treated based on this result. The sample was repeated and the result was 70.7 mg/dl. The repeat result was believed to be correct and was provided as a corrected result. No adverse event occurred. The lact2 reagent lot number was 21449001. The expiration date was not provided. The crej2 reagent lot number was 22260101. The expiration date was not provided. The customer replaced the sample probe. A probe check and air purge were completed. Several quality control (qc) samples were run to check the operation of the instrument. All of the qc results were low. The sample syringe was inspected where there was no leaking or air in the syringe. The field service engineer (fse) visited the customer site and identified missing cell rinse nozzle spring holders. The spring holders were replaced. The fse performed a 20 sample precision check and ran qc. The results were within specification.